Manufacturer narrative:
Product event summary: the device was returned, analyzed, and no anomalies were found.

Event description:
It was reported that the patient's implantable pulse generator (ipg) system was explanted due to pocket dehiscence. It was also reported that no signs of infection were found. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.